Event description:
It was reported that the buttons on the insulin pump were unresponsive and the numbers were ramping up on their own. Customer's blood glucose reading at the time of the call was 6.4 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response which was due to moisture damage on keypad traces. No numbers ramping up noted. The unit had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.